Event description:
The physician was attempting to use an endeavor resolute rx drug eluting stent to treat a lesion in the left main coronary artery with 85% stenosis. The lesion was pre-dilated once at 8 atm, and 40% stenosis remained after the dilatation. An attempt was made to deliver the device, but the stent could not pass the lesion. The physician removed the device and found the stent was damaged. The physician used a new device to complete the surgery. No patient injury was reported. Evaluation summary the distal tip was flared. The hypotube was kinked 15.8cm distal to the strain relief. The third distal segment was deformed with a raised strut. The remaining segments were intact. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Related to operational context (deformation occurred during attempted use of the device). Deformation problem. Evaluation conclusion: known inherent risk of a procedure (stent deformation). Operational context caused or contributed to the event (deformation occurred during attempted use of the device). (B)(4).